Event description:
It was reported that the patient experienced high blood glucose event which was treated by correction injection via mdi due to infusion set fell off during use event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.